Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, customer had administered a lantis insulin injection the day before, and believed that it caused the low bg level. Customer consumed juice and programmed a temporary decreased basal insulin rate to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.